Event description:
Procedure: left radical neck dissection. Reportedly, the device was clamped on a vessel when the foot pedal deployed. The surgeon attempted to remove the device, some of the blue plastic closest to the metal electrodes had broken off and fused to the tissue. There was no add'l reported pt injury.